Manufacturer narrative:
The loaner device was returned and evaluated. As noted in describe event or problem, the evaluation revealed a brightness adjustment failure. Additionally, the unit was equipped with the old version power switch and had a lamp life meter of 400+ hours. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus evis exera iii xenon light source loaner was returned from the customer. During the receipt inspection of the loaner, it was discovered that the unit had a diaphragm failure, causing the auto-brightness function to not work properly. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty brightness adjustment unit could not be determined. Olympus will continue to monitor field performance for this device.